Event description:
A report from the USA indicated that the devices' graphic user interface (gui) display was erratic. The device had an occlusion, the screen turned red, then blank. Patient involvement information was not provided by customer. Though multiple attempts have been made, no further information has been provided.

Manufacturer narrative:
The customer service engineer (cse) inspected the device and replaced the gui (graphic user interface) printed circuit board (pcb). The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). The device passed all calibrations according to manufacturing specifications. The service history record (shr) for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should additional information become available, a supplemental report will be filed. (B)(4).